Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon side console (ssc) 2 had no video in the left eye. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 48266 for the video slice (vsl). Prior to calling in, the customer power cycled the system, but the issue persisted. The surgeon elected to use the other console to complete the case. No additional troubleshooting was done. The tse recommended to power cycle the system with a hard power cycle of the vision cart and ssc with the left eye loss. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the video slice (vsl) to resolve the issue. System was tested and verified as ready for us. Isi has received the vsl involved with the complaint for failure analysis investigation; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. Received the video processing component (vsl) involved with this complaint and completed the failure analysis (fa) investigations. The fa was unable to replicate the customer-reported issue during in-house testing. It failed video out on touchscreen on "troubleshooting" test, but no error 48266 was found after running 10 power cycles. Fa confirmed error 48226 vbl5, vbl6 through error logs review.

Event description:
Refer to h10/h11 for follow-up information.